Event description:
Patient had orif due to fracture of right femur. On 2nd post-op day, part of drain broke off during removal of drain, probably due to suture. X-ray confirmed break. Patient returned to or for removal of drain fragment. Patient discharged on sixth (6th) post-op day from initial procedure without further incidentdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.